Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Failed battery test not confirmed. Hardware low level failures error confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Device was connected to a test transmitter or sensor and monitored without any connection interruptions.(b(4).

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Failed battery test not confirmed. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly .volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. The insulin pump was connected to a test transmitter or sensor and monitored without any connection interruptions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they received hardware low level failure alarm was recurring. The customer reported that the insulin pump did not alarm battery failed alarm. The customer was advised to monitor the pump. The customer was advised verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.